Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, when suturing the floor of the vagina, the thread inside the mega suturecut needle driver broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: there was no injury to the patient. The procedure was completed robotically. The instrument was inspected prior to use and there was no apparent damage. The task performed when the issue occurred was suturing. The instrument did not collide with any other instrument or tool. There were no issues related to opening/closing or right/left motion of the grips. One broken cable was visibly protruding from the distal end of the instrument. A fragment did not fall inside the patient¿s anatomy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking. Mechanical indentation to the distal pulley is the affected surrounding component. Additionally, the instrument was found to have one indentation on the edge of the distal idler pulleys. There were no pieces missing.